Event description:
A surgeon was performing a laparoscopic robotically assisted myomectomy on patient. The case was performed using the davinci robot. During the procedure, a piece of the orange tube extension broke off of the monopolar curved scissor. Another monopolar curved scissor was given to the surgeon to use and the orange tube extension on that instrument broke into pieces. The silicone tip cover was not used with either of the monopolar curved scissors. The silicone tip cover is used to insulate the exposed metal at the tip of the instrument except for the scissors themselves. The surgeon was using the 8mm monopolar curved scissors (part# 400179, lot # 0112061 835 ver-05 and 0112061 878 ver-05). Two weeks later, we spoke to an instrument engineer at intuitive surgical. Our initial thought was that the damage was caused when the electrosurgical unit was activated without the silicone tip cover. The intuitive engineer informed us that the tip cover adds support to the end of the tube extension. When the instrument is cutting it puts additional stress on the end of the tube extension. The engineer also informed us of the importance of using the silicone tip cover to prevent alternate site burns. Staff that were trained by intuitive clearly understood that the silicone tip cover provided insulation to prevent burns when used for cauterizing but did not have any knowledge of the silicone tip cover providing support for the monopolar curved scissors; which may have given the impression that the tip cover was not required if the cautery function was not being utilized. Our evaluation of the monopolar curved scissors is that the failure was due to human error and the design of the instrument. The monopolar curved scissors were returned to intuitive surgical for evaluation. Our recommendation for future designs would be for intuitive to develop a better product that takes into consideration the possibility of failure.